Event description:
It was reported that the patient presented for generator change out. Prior to the procedure, upon interrogation, it was noted that the right ventricular (rv) lead exhibited low pacing impedance, and during the procedure, the insulation of the lead was found to be damaged. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.